Event description:
A physician reported that during glaucoma shunt implant procedure, shunt was not released when the release point was pressed and detached after removal from the eye. The surgery was performed and completed after replacing the product with another one. No further information is expected.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Additional information provided in h.3, h.6 and h.10. 1. A customer reported that "the shunt was not released when the release point was pressed and detached after removal from the eye". 2. The sample was returned for investigation: -the sample was returned in an open secondary package. -the sample included labels, cradle, device (eds) handle and shunt. Device was not placed firmly in the cradle designated location. No instruction for use (IFU) or pouch were included. -the shunt was placed in a plastic bag that was taped to the outer box secondary packaging. -the device wire was fully pressed. -the device wire did not protruded from cannula opening. 3. No other complaints for the lot. 4. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to optonol's release criteria. 5. All products pass 100% final inspection at optonol prior to approval. If a defect would be noticed, the product would have been rejected. The root cause cannot be identified as the shunt was detached from device which was operated and performed its functionality releasing the shunt (the shunt was not loaded onto the device wire). The complaint cannot be confirmed. The manufacturer internal reference number is: (B)(4).